Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Caller reported blood glucose results of 160 mg/dl on mobile and 71 mg/dl on compact plus within 10 minutes. No adverse event was reported. The involved compact drum is not available anymore.